Manufacturer narrative:
The patient was previously admitted for infection in (B)(6) 2021 (reference MFR # 2916596-2021-06160). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 from clinic with ongoing driveline infection issues. The patient's intravenous antibiotics had been finished over 2 weeks ago and their symptoms had since worsened. The patient was reported to be non-compliant with care and they were planned to be treated with avycaz in hospice management until (B)(6) 2022. It was additionally reported that the patient's driveline was infected with pseudomonas. The infection was noted to have growing antibiotic resistance.

Manufacturer narrative:
The patient was previously admitted for infection in sep2021 (reference MFR # 2916596-2021-06160). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 from clinic with ongoing driveline infection issues. The patient's intravenous antibiotics had been finished over 2 weeks ago and their symptoms had since worsened. The patient was reported to be non-compliant with care and they were planned to be treated with avycaz in hospice management until (B)(6) 2022. It was additionally reported that the patient's driveline was infected with pseudomonas. The infection was noted to have growing antibiotic resistance.